Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. There is a possibility that some external force was added to the distal end, leading to the peeling of the glue at the tip. As stated on the IFU and as a preventive measure, the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The service evaluation found the forceps cover adhesive at the distal end of the scope was missing. Additionally, the probe unit was loose and the failed the leak test from a cut on the distal bending section cover. There is a crack in the bending section cover adhesive, the image was flickering and the control knob movement has play/loose. The scope was repaired to standard specifications and returned to asset stock. A review of the asset's repair records indicate the scope was last evaluated on november 20, 2020 (no critical problems were noted). The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a customer returned asset, the evis exera ii ultrasound gastro-videoscope's adhesive at the distal end forceps cover was missing. There was no report of any problems associated with the device and there was no patient injury or harm reported.